Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump shutting down and customer not being aware of shutdown. Customer received a shutdown alarm 12 prior to shutdown. Customer delivered a correction bolus via pump to address bg level. Customer reverted to manual injections for insulin therapy.